Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer through the device tracking form from the hospital that the patient's pump was exchanged, and a reason for the pump exchange was not provided. Additional information was received from the vad coordinator that the patient was discharged to an acute rehabilitation hospital after implant. The patient was readmitted to implanting center for elevated ldh with a peak of 3000's and hematuria. A CT scan of the patient's chest was performed and diffuse pleural thickening was noted. An echo was performed and the lv was decompressed and the cavity size was normal. A ramp study was not performed. A decision was made to exchange the patient's pump. The patient remains ongoing with the new lvad.